Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. He stated that he had been sleeping on the device due to his belt clip breaking. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.